Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The cause of death was unknown. The caller stated that the customer lay down to sleep and the pump disconnected. The customer was wearing the insulin pump at the time of death. The caller did not send the product back for analysis.